Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a 23mm sapien 3 ultra valve implanted in aortic position by transfemoral approach. Post-procedure, hemolysis was observed due to residual mild paravalvular leak (pvl). On pod 70, it was decided to post-dilate the valve. During post-dilation, the guidewire and balloon were mistakenly advanced through the pvl, outside of the sapien 3 ultra valve structure. The balloon was inflated on the side of the sapien 3 ultra valve, parallelly, compressing the sapien 3 ultra valve entirely. A second 26mm sapien 3 ultra valve was immediately implanted alongside the compressed first sapien 3 ultra valve. No more leak after and no complication or clinical consequences on the patient. The root cause of the event was a mistake from the operator, who was convinced to be inside the index valve.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was unable to be confirmed as no applicable imagery or medical record was provided. The reported events do not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during post-dilation, the guidewire and balloon were mistakenly advanced through the pvl, outside of the sapien 3 ultra valve structure. The balloon was inflated on the side of the sapien 3 ultra valve, parallelly, compressing the sapien 3 ultra valve entirely.'' In this case, if the post-dilation balloon was inserted and inflated between the valve and the annulus, rather than within the valve, which then compressed the valve frame during inflation. As such, available information suggests that procedural factors (incorrect post-dilation pathway) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required . Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient and/or procedural factors may cause or contributed to this ev ent. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.